Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photograph confirmed damage to the external portion of the patient¿s driveline, and the low flow hazard events were confirmed through the evaluation of the submitted log file; however, a specific cause for the reported damage and low flow events could not be conclusively determined through this evaluation. A photo was submitted which confirms a cut in the silicone jacket of the driveline revealing the bionate layer beneath. The submitted picture confirms that a percutaneous lead repair with rescue tape had previously been performed (reference MFR #). A review of the submitted log files captured low flow hazard alarms when the pump flow dropped below the low flow threshold of 2.5 lpm, to as low as 2.4 lpm. No other unusual alarms or events were captured, and the pump appeared to function as intended. A specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 2 left ventricular assist system (lvas), (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The implant kit was shipped on 24oct2014. The heartmate ii lvas instructions for use (IFU) section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate ii lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The current heartmate ii lvas patient handbook contains care information regarding on how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file was submitted for patient with percutaneous lead (driveline) outer casing tear. Log file submitted captured intermittent low flow alarms between (B)(6) 2021 in which the estimated flow appeared to be fluctuating below the alarm threshold of 2.5 lpm. There was no evidence of any type of percutaneous lead conductor issue in the log file. The tears to the percutaneous lead outer jacket were cosmetic only. The pump was functioning as intended. No additional information provided.